Event description:
It was reported that the patient¿s previous device was poking out because the patient was very thin. The incision never really healed after previous implant in (B)(6) 2014. It would be painful if patient sweat or something. About (B)(6) 2015 the area started seeping. His ins (stimulator) got infected. The patient thinks it was because he was thin and it was trying to push out and it never healed. They implanted a new ins (B)(6) 2015 and moved it up. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0lurm serial# implanted: 2014, explanted: (B)(6) 2015 product type lead product ID 3037 lot# serial# njd229527n implanted: explanted: product type programmer, patient. (B)(4).